Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 11/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was intact with no damage or peeling observed. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found with the button contacts. The complaint of a keypad button response issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored and that the battery compartment was cracked in two places. Additionally, the pump casing was cracked near the upper right corner of the display lens and there was moisture corrosion observed behind the display lens. A leak test revealed leaks at the battery compartment and pump casing cracks. The pump casing was removed and there was evidence of moisture corrosion found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is being resubmitted at the direction of the FDA esg group. The supplemental report # 1 for MDR# 2531779-2014-32882 was originally submitted on 10/26/2015. The report was unable to be processed completely due to an issue with the esg system. This is not being considered a late submission due to the technical issues with the esg system.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad cover was intact with no damage or peeling observed. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found with the button contacts. The complaint of a keypad button response issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored and that the battery compartment was cracked in two places. Additionally, the pump casing was cracked near the upper right corner of the display lens and there was moisture corrosion observed behind the display lens. A leak test revealed leaks at the battery compartment and pump casing cracks. The pump casing was removed and there was evidence of moisture corrosion found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.